Event description:
A facility reported a lens cartridge cracked during the insertion of the intraocular lens (iol) into the eye. The incision was enlarged and the surgeon performed an anterior vitrectomy, due to bleeding in the anterior chamber. Additional info has been requested.

Manufacturer narrative:
Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. The serial number of the intraocular lens (iol) that was used during this procedure was not an approved iol for use with this cartridge. The iol lot and batch records were reviewed and lens met release criteria. There are no other complaints reported in the iol lot number. Additional info was requested on 06/18/2008 and 06/30/2008 by phone and on 06/19/2008 by fax and by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/11/2008.